Manufacturer narrative:
The reported event was confirmed, as cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately the balloon leaked from a pinhole of size (0.012") on balloon surface, and no missing pieces. This product was out of specification, which stated that " pinholes are not permitted". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "incorrect jaw fixtures used". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to water leakage. This event occurred on the day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to water leakage. This event occurred on the day of placement.